Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2018 / serial (B)(6) UDI #: (B)(4),(B)(6) d9: no h3: no h4: mfg date: 31-mar-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A review of log file data revealed a motor start event with parameters outside the typical range. Additionally, it was reported that the ventricular assist device (vad) exhibited high watt alarms and the controller exhibited an unexpected loss of power and several controller fault alarms due to internal battery end of life. The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction to section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller had been exchanged and that the patient had experienced a ventricular assist device (vad) thrombus. The patient was treated with tissue plasminogen activator (tpa) and actilyse.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3:yes the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on 14/sep/2022 at 12:46:42, in which the motor start parameters were atypical. Log file analysis revealed a controller power-up with associated motor start event was logged on 06/sep/2024 at 14:32:26, indicating a loss of power. The data point recorded prior to the loss of power revealed that a (B)(6) was connected to power port one (1) with 98% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 30% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for twelve (12) seconds. Log file analysis also revealed two (2) controller fault alarms logged on 06/sep/2024 at 15:13:57 and on 10/sep/2024 at 10:35:09, as well as multiple event exceptions logged on 6/sep/2024, indicating an issue with the internal battery. In addition, log files revealed that the con troller had been in use for more than two (2) years. Furthermore, log file analysis revealed several sharp increases in power consumption and estimated flows starting on 01/sep/2024, leading to parameters above normal operating range, and ninety-nine (99) high watt alarms logged since 02/sep/2024. Of note, it was reported that the patient was treated with tissue plasminogen activator (tpa) and actilyse, after which the power consumption returned to normal operating range. As a result, the reported atypical motor start parameters, high power, loss of power and controller fault alarm events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.